Event description:
It was reported that during percutaneous coronary intervention a balloon rupture occurred. Vascular access was obtained at right femoral artery. The 90% stenosed target lesion was located in the severely tortuous, and severely calcified right coronary artery. A 15 mm x 2.00 mm emerge balloon catheter was advanced and dilated but ruptured on first inflation at 12 atms for about 10 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention a balloon rupture occurred. Vascular access was obtained at right femoral artery. The 90% stenosed target lesion was located in the severely tortuous, and severely calcified right coronary artery. A 15 mm x 2.00 mm emerge balloon catheter was advanced and dilated but ruptured on first inflation at 12 atms for about 10 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the emerge catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the proximal edge of the distal markerband. The balloon presented scratches in the balloon material proximally from the pinhole, which may be related to the reported ¿severe calcification¿ in the target lesion. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).